Manufacturer narrative:
The customer reported kinked and unusable tubing on material 10802688, lot 24129019. There are no samples or photo returned under this complaint record. The root cause for this complaint is unknown, as there is no sample investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was kinked. The following information was received by the initial reporter with the following: it was reported by the customer that the tube was bent.